Event description:
A report was received that the patient had loss of stimulation and the lead showed high impedances. The patient underwent a lead revision wherein the lead was replaced. The patient was doing well post-operatively.

Event description:
A report was received that the patient had loss of stimulation and the lead showed high impedances. The patient underwent a lead revision wherein the lead was replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Device evaluation indicated that the lead passed the mechanical test performed. The complaint has been confirmed. Visual and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead from the distal end. The broken cables resulted in the reported complaint of high impedance.